Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient experienced a skin reaction extending beyond the sensor patch perimeter. He had cleaned the skin with alcohol prior to sensor insertion. He experienced itching, rash, redness, inflammation, pimples, blisters, scarring, and drainage, and stated that the skin reaction caused a wound and pus at the insertion site. He consulted his doctor, an unspecified laboratory test was done, and he was diagnosed with bacterial infection at the sensor insertion site. He was prescribed doxycycline 100 mg twice a day for 28 days, ketoconazole 2% cream twice a day for 28 days, triamcinolone acetonide 1% cream twice a day for 28 days, and nystop powder that he used from the time of the event until the time of the report (approximately two months). He was advised to stop using his dexcom for the meantime. He stated that it took a few weeks for the wound to heal and that he now he has a scar on his abdomen. No additional patient or event information is available.